Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level had no adverse impact. The pump was replaced to resolve the issue, and the customer reached out to their healthcare provider (hcp) for an alternate method of insulin therapy.